Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: the user had an inaccurate reference. Additional product codes added.

Event description:
Customer complains of high results. Customer states he feels well and states he does not require medical attention. The customer's expected blood results are 90-130mg/dl fasting. Verified the strips expire 03/13/2018. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Customer performed back to back blood test, 241mg/dl and 231mg/dl fasting. Reviewed meter memory 1:251mg/dl (B)(6) 2015 07:09:00 am fasting:yes. 2:250mg/dl (B)(6) 2015 05:55:00 am fasting:yes. 3:146mg/dl (B)(6) 2015 07:55:00 pm fasting:yes. 4:242mg/dl (B)(6) 2015 11:06:00 am fasting:yes. 5:257mg/dl (B)(6) 2015 08:29:00 am fasting:yes. Customer is concerned with all the results over 200 in the meter memory. No advere event reported.

Manufacturer narrative:
(B)(4). Product evaluation in process.

Event description:
Customer complains of high results. Customer states he feels well and states he does not require medical attention. The customer's expected blood results are 90-130mg/dl fasting. Verified the strips expire 03/13/2018. Customer confirms the strips are stored properly and were first opened on (B)(6) 2015. Customer performed back to back blood test, 241mg/dl and 231mg/dl fasting. Reviewed meter memory: (B)(6). Customer is concerned with all the results over 200 in the meter memory. No adverse event reported.